Event description:
It was reported that a cartridge alarm occurred during the loading sequence. There was no reported adverse impact to customer's blood glucose. Customer loaded another cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.